Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter, the non-boston scientific guidewire became stuck in the catheter upon insertion of the catheter into the left atrium. When the catheter and the guidewire were withdrawn from the patient, tissue was observed on the guidewire and the distal side of the guidewire lumen. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.